Event description:
It was reported that the catheter was removed from the patient after placement. There was a possibility that the balloon was damaged. Per follow up information received via ibc on 12oct2025, stated that it had not been confirmed whether the balloon got ruptured or not.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photos sample evaluation received (3) photo samples. Visual evaluation of the photo samples noted an opened used two way foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjy5148.the condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Sample evaluation: received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjy5148.visual inspection noted no obvious observations. Reevaluation the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned straight tip syringe. It inflated with no difficulty and allowed to rest with no observed leaks. The balloon 10ml deflated passively and successfully in 45sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was removed from the patient after placement. There was a possibility that the balloon was damaged. Per follow up information received via ibc on 12oct2025, stated that it had not been confirmed whether the balloon got ruptured or not.

Manufacturer narrative:
The reported event is inconclusive due to the material number for sample return is different from the material number reported. Sample evaluation: received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjy5148. Visual inspection noted the material number for returned sample 2758j14 is different from the material number reported 119314. Visual inspection noted no obvious observations. Therefore, event is inconclusive due to unable to test actual sample. Root cause could not be identified. A potential root cause for this type of failure could be "imperfection in balloon due to process" . However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states directions for use 1. Method of use. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was removed from the patient after placement. There was a possibility that the balloon was damaged. Per follow up information received via ibc on 12oct2025, stated that it had not been confirmed whether the balloon got ruptured or not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was removed from the patient after placement. There was a possibility that the balloon was damaged.